Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the ipg site since the battery was twisted and ipg had flipped. As such, surgical intervention took place on (B)(6) 2024, wherein the ipg was moved and repositioned, thereby addressing the issue and therapy restored.